Manufacturer narrative:
Follow-up #1 date of submission 03/03/2016 device evaluation: the pump has been returned and evaluated by product analysis on 02/26/2016 with the following findings: a review of the black box data and alarm history revealed showed a call service 064 alarm with high force during occlusion. During testing, the pump successfully passed the rewind, load, and prime steps. The pump was then exercised for 24 hours with no issues. The complaint was not duplicated during testing. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.